Event description:
A patient alleges a dreamstation 2 advanced auto CPAP had smoke coming from it and the device displayed a service message. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The patient believes water from the tank may have gotten into the device. The patient stated the device smelled like smoke. The patient did observe smoke coming from the bottom of the tray area where the tray slots into the device. There was no report of flames, burning, melting or warping. The device was plugged directly into an ac (alternating current) wall outlet. There were no other devices plugged into the same receptacle. The patient nor any other household member is a smoker. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.